Manufacturer narrative:
The information provided to orthro-clinical diagnostcs, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. No other patient information is available to support assay results at this time. In the absense of additional information it can not be confirmed which assay accurately reflects patient sample status. No root cause has been established.

Event description:
The customer reported observing repeatedly biased cea patient sample results for two patient samples. An erroneous cea result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.